Event description:
On 07/2001, the distributor's sales repr informed the MFR's rep of the following: on event date, the user facility's purchasing dept informed the distributor's sales rep the catheter sheared.